Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a lead revision procedure, it was discovered that there was fluid accumulation inside the device header in both the right atrial (ra) and right ventricular (rv) ports. Device header damage was suspected. It was also noted that review of the device showed four years of battery life remaining after less than two years of implant. There was a concern that the battery was depleting earlier than expected. As a result, the pacemaker was explanted and replaced during this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Both seal plugs were intact. No holes were noted and the medical adhesive around the seal plugs was solidly attached to the header. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a lead revision procedure, it was discovered that there was fluid accumulation inside the device header in both the right atrial (ra) and right ventricular (rv) ports. Device header damage was suspected. It was also noted that review of the device showed four years of battery life remaining after less than two years of implant. There was a concern that the battery was depleting earlier than expected. As a result, the pacemaker was explanted and replaced during this procedure. No additional adverse patient effects were reported.